Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and noted the lens was torn. The lens touched the patient's eye and there was no patient injury. The backup lens was implanted with no problem. The reporter indicated the lens damage may have occurred while the lens was being loaded.

Manufacturer narrative:
After a review of the DHR, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. Based on the above investigation, no definite root cause for the complaint is determined. The reporter stated the lens damage most likely occurred while being loaded. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Per medical review - tears or nicks can occur at any stage from manufacture to surgical manipulation, and it is not known when the tear occurred in this case. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).